Manufacturer narrative:
Evaluation summary: no retrieval has been forwarded to zimmer for evaluation. It is also mentioned on the report that zimmer cpt stems were used with a competitor ldhs. This is not an approved combination according to the package insert and product compatibility chart which can be found at www.productcompatibility.zimmer.com. No x-rays, surgical reports, medical histories of the patients, patient's activity level and weight have been provided. It has been reported in literatures that incorrect placement of the acetabular cup can result in additional wear on the bearing surface between the acetabular cup and the large diameter femoral head component resulting in release of high volume of metal ions. However, no definite cause analysis is possible based on the information provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon is experiencing high revision rates of cpt stems for aseptic lymphocytic vasculitis-associated lesions (alval) when used in conjunction with another manufacturer's large diameter head. The number of revisions is unknown.